Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The microswitch was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call. (B)(4).

Event description:
The hospital reported the bag/vent switch was not working as expected. There was no report of patient injury.